Event description:
The customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Subsequently, a replacement pump was sent to the customer. Reportedly, the customer does not remove air from the cartridge during the loading sequence, which is considered off label use.